Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus calculator issue and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels of 1.8 mmol/l (32.4 mg/dl) after the personal diabetes manager (pdm) delivered a bolus of 9 units that was not programmed. The patient was given chocolate milk to help bring the bg levels back to normal.